Event description:
Event description guidant received information that this implantable atrial pacing lead exhibited oversensing. An x-ray revealed that the lead was completely fractured around the clavical/first rib and was dislodged into the right ventricle. The lead was explanted and will be returned for analysis.